Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 & 3.2 were not detected on bus. A after field service replaced the both controller boards to resolve this issue. Customer confirmed was able to sign on and recover drawers and inventoried medication. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3.2 was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. The customer indicated that they were able to request the medication through pharmacy and they were able to retrieve the required medications from another machine. There were no adverse events or injuries reported based on this event.